Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported noise repeatedly occurred on attachment of ventricular lead to header. Device replacement was recommended. No patient complications have been reported as a result of this event.